Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an intermittently responsive act button and would not fully rewind. The blood glucose reading was 7.2 mmol/l. The caller stated that the act button seemed to be working at the time of the call but that it was temperamental. Advised replacement of the insulin pump. Nothing further reported.